Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board and the system interface board were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system had a communication error message. No pt injury was reported.